Manufacturer narrative:
As soon as additional information become available and an investigation result be available an updated report will be submitted zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that a patient was implanted a biolox delta cer head 36 12/14 on (B)(6) 2015 and was revised on (B)(6) 2015 due to dislocation.

Manufacturer narrative:
DHR review: lot: 2795972 , ref: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The router and incoming receipt have been reviewed. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of reported event: it was reported that the devices were implanted on (B)(6) 2015 and explanted on (B)(6) 2015 due to dislocation. Review of received pictures: we received one picture where the biolox head and the liner are visible. The picture was probably taken right after the revision. The parts are bloody. No further conspicuousness visible on the picture. Review of surgical report: a pre-operative visit report dated (B)(6) 2015 and the operative report dated (B)(6) 2015 were available for review. Pre-operative visit report: it was reported that the patient is feeling pain on his right hip. The symptoms have been present for 3 months. The patient recalls no specific traumatic event that is causing his pain. He was told he has arthritis in his hip in the past. The patient was also informed that also non-operative options were available. The patient feels that these modalities are no longer adequate in controlling the pain. Therefore, they decided for the option of hip replacement surgery. All potential risks were discussed with the patient. Review of operative report: the (B)(6) patient (male) bmi of (B)(6) was treated for a hip replacement surgery. Severe femoral head arthritis and severe acetabular arthritis was present. The bone quality was excellent. After the femoral head and neck were removed, they reamed into the acetabulum to a size of 57mm. A 58mm zimmer continuum shell was used. The shell was secured with two cancellous screws. The 58mm x 36mm standard polyethylene liner was impacted into the shell. The femur was rasped to 10mm. A size 10mm rasp had excellent fit. They trialed with a size 36mm head/3.5mm neck. Excellent stability was noted. The trials were then removed and the size 10mm ml taper femoral stem was impacted. A 36mm biolox femoral head/3.5mm neck was impacted onto a clean morse taper. No product was available for investigation. Root cause analysis: the reported event states that the patient underwent to dislocation, dislocation is mostly related to cup malposition and/or patient behavior after implantation. However, neither x-rays, revision notes, office visit notes, nor devices explanted were received; therefore the condition of the component(s) is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible risks (with occurrence and severity) related to the issues reported are listed in dfmea. Possible causes for the reported event according to dfmea # (B)(4) and comparison to investigation results whether it is possible and justification: mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong size of head diameter and/or offset, wrong taper size combination. Not possible -> the size of head diameter and taper size combination is correct; mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Not possible -> compatibility checked and approved. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) (MFR 1822565-2015-02667).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the device was scrapped at the hospital. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted a biolox delta cer head 36 12/14 on unknown date on the right side. It is also reported that the device was explanted on (B)(6) 2015 due to pain and dislocation.